Event description:
It was reported that small metal brackets fell outside of the surgical field out of a movita head during a procedure. No patient consequences were reported.

Manufacturer narrative:
The investigation was done based on the reported investigation and a previous material investigation of the bracket. The affected bracket is necessary for the assembly process in the production of the movita head and serves no function after assembly. However, it is not possible to remove the brackets after assembly or check them during service without other negative effects to the device. Only one similar case has been reported in the past in 2011 which resulted in a material analysis of the bracket. It was found that in seldom cases the galvanized surface of the bracket had surface failures which resulted in it being brittle. This analysis resulted in brittle brackets being identified and sorted out during assembly. According to the IFU the movita must not be placed over a patient. Therefore, a broken bracket will not fall into the operating field on a patient. Since the start of production in 2003 only one similar case has been reported to dräger. Therefore, the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that small metal brackets fell outside of the surgical field out of a movita head during a procedure. No patient consequences were reported.